Manufacturer narrative:
Additional information was requested but to date no additional details have bee provided. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that when the needle is placed correctly on the syringe, liquid leaks at the point where the two parts (needle and syringe) are connected.

Manufacturer narrative:
The device history record (DHR) for lot number 815073 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are inspected for damage and leakage. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported event for this product. Process monitoring data is not collected for the molding machine. A review of the machine setup was conducted and revealed no issues. Additionally, the shop orders utilized in the production of this lot were reviewed with no non-conformance records (ncrs) issued against the shop order(s). A review of the entire DHR identified no manufacturing or inspection anomalies. Process monitoring data was reviewed for the assembly equipment and there were no issues related to the reported condition. A review of the machine setup was conducted and revealed no issues. A review of the manufacturing equipment was performed as part of this investigation. The review found no issues with the equipment or process related to the reported condition. The 6m root cause analysis did not identify any issues with the manufacturing process for the needles that would have caused this issue. There were two potential root causes identified during the investigation pertaining to the user (attachment method) and material (syringe sourced by customer) out of specification), but there¿s insufficient information to determine whether those factors were the true root cause. The possible root causes identified in this complaint pertain to the user¿s application of the device. It¿s recommended the user consult the instructions for use for more information. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. The possible root causes identified in this complaint pertain to the user¿s application of the device. This complaint will be utilized for tracking and trending purposes.